Event description:
It was reported the pt experienced an exacerbation of pain from the implant of the infusion system which resulted in a prolongation of the existing hospitalization. The pt was treated with dilaudid 2 mg IV every hr prn and dilaudid 1 mg po every 4-6 hr prn. The event resolved without sequelae.